Event description:
Procedure performed: lavth. Event description: the rep was not present during the case. The generator was turned on and worked fine at sealing tissue during the case. However, there was no audio cues from the generator. The generator was unplugged and re-plugged into the power source and was inserted into a different power source, but it did not resolve the audio issue. The device key was removed and re-inserted into the generator with no effect on the audio issues. No audio cues were given for either the eb040 or the eb015 that were used with the generator. No patient injury. Product is available for return. Additional information received via email on 07oct2020 from applied medical account manager: "but the case was finished successfully with no harm to the patient. They only have one generator so had a nurse come in the room and tell the surgeon every time the seal cycle completed." Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit was unable to produce any noise/audio. Based on the evaluation of the returned unit, the event unit was unable to produce any noise/audio due to a defective speaker. The probability and criticality of harm resulting from this failure have been evaluated and were found to be an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: lavth. Event description: the rep was not present during the case. The generator was turned on and worked fine at sealing tissue during the case. However, there was no audio cues from the generator. The generator was unplugged and re-plugged into the power source and was inserted into a different power source, but it did not resolve the audio issue. The device key was removed and re-inserted into the generator with no effect on the audio issues. No audio cues were given for either the eb040 or the eb015 that were used with the generator. No patient injury. Product is available for return. Patient status: no patient injury.